Event description:
Fluid could not be flushed through IV extension tubing. This resulted in the caregiver believing their IV was not in place and resulted in a second IV attempt. Ivs are uncomfortable for patients and pose a risk of infection so unneeded IV attempts are both a patient satisfaction concern and an infectious disease concern. The extension tubing was tested after it was removed from the patient and fluid could not be flushed through. We've had this failure on several other devices (that we know of) and other reports have been filed previously. Manufacturer response for set, administration, intravascular, ext¿ stabilized extension set with nearport¿ IV access (per site reporter). Emailed manufacturer and they issued a case #.